Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient's blood glucose (bg) as 600mg/dl range with vomiting and headache and large ketones. The reporter stated that they had an appt with their healthcare professional (hcp) today and the hcp advised the patient to go off the pump and thought there maybe an issue with the pump. The patient was treated with bolus via syringe and pushing fluids. The reporter stated that there were no issues with a bent cannula and no issues with the site. Customer support (cs) reviewed prime history and that the infusion set was not changed for four days. The reporter stated that the current bg was 425mg/dl. A review of the bolus history showed only a few boluses and the reporter stated that this is because they have been giving correction boluses all week. The reporter stated that the patient only eats one time a day and boluses only for that time. Troubleshooting indicated that there were no alarms in the alarm history, basal history and total daily dose was without issue as well as the suspend history, prime history is showing that the patient had four days in between infusion set changes and that patient stated that she has changed site and tubing and cartridge in between. The reporter stated that she did prime and rewind but is not recorded in the bolus history. Troubleshooting also indicated that the pump settings were correct. The reporter stated that the patient was on their menses at the time of this event. The reporter stated that the patient has recently increased their exercise activity and that the patient is recently been diagnosed with depression and started on zoloft (50mg) for the past two to three weeks. Customer support advised the reporter to follow up with their hcp and discuss the findings, advised she should discuss diet as well as setting adjustments and review rates during menses. The pump is not being returned and the patient continues pump therapy. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump with other health conditions and medications may have contributed in an unidentified manner to the blood glucose incident.